Event description:
Ten (10) - 15 minutes into a transurethral microwave thermotherapy procedure, pt complained of discomfort. Checked balloon on ultrasound which was ok, then noticed water dripping from penis. Withdrew catheter. Had a coolant circulation leak. Coolant water accumulated in pt's bladder. Drained approx. 1500cc of fluid from bladder. Pt admitted to hospital for observation. Later that night, pt developed a fever of 102.9 degrees f and was placed on IV antibiotics. On 12/10/99, pts fever rose to 104+ f. Pt responded well to antibiotics and temperature was reported to be normal on 12/13/99. On 12/14/99 pt was released.